Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues with the operation of equipment. The fss made minor adjustment to oscillator current. The fss found no cause for patient inflammation. There were no further system adjustments. In addition, the fss performed a quarterly year preventative maintenance on system. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with infectious conjunctivitis on right eye (od) at a post op exam. The date of discovery was on (B)(6) 2017 and day of treatment was (B)(6) 2017 the patient¿s comments were of feeling like something stuck in right eye and that a little blurry with double vision that doesn''t seem to be getting better. The patient experienced loss of best corrected visual acuity. Topical steroid drops were increased to resolve symptoms. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.75 x -1.25 x 30, left eye pre-op 20/20 -1.75x -1.00 x 173. Bcva from (B)(6) 2017: right eye post-op 20/40, left eye post-op 20/20. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90.